Event description:
It was reported that the catheter would not straightened after being deflected. There is the potential for patient injury if a catheter remains in a deflected position, since there may be difficulties in removing the catheter from the patient without intervention. No patient injury was reported for this event.